Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive, and functionality returned after the user placed the device on the charger as advised. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device resumed normal operation after charging, suggesting a transient power or user interface condition. It was concluded that the device functioned as designed after the advised steps and no device malfunction affecting glucose management was identified.